Event description:
Customer reported she was hospitalized due to high blood glucose level of 515 mg/dl. Customer believes the insulin pump is not working properly. Current blood glucose level was 149 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.